Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 53 mg/dl. Customer¿s current blood glucose is 85 mg/dl and 149 mg/dl. The customer treated with the orange juice. Troubleshooting was done for low blood glucose.the customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.